Event description:
Patient had a generator replacement. Explanted generator was received for product analysis. Analysis is being performed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. Device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 2.778 volts and found to be at an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
Patient presented with an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.